Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. During testing and evaluation, the o2 blending test reading was below specification. The service technician performed an advanced fio2 test, testing revealed solenoid 1 was below the required passing specifications. Carefusion replaced the o2 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had low oxygen readings. It is unknown at this time whether there was any patient involvement associated with this complaint.